Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cutter did not function properly and was producing unusual noise and cutting efficiency was really compromised during operation for vitrectomy surgery. The procedure competition and patient impact details were not reported.